Event description:
It was reported that the patient developed chest pain and was hypotensive several hours after implant. It was found that the patient had a perforation; however, the egm looked ok, so the md did not know if the perforation was due to the atrial or ventricular lead. Further information received indicated that an echocardiogram showed a pericardial effusion with tamponade. Pericardiocentesis was performed, with 350 cc of fluid removed. The atrial lead was explanted, and the right ventricular lead was repositioned. It was further reported that at some later time, there was a lead malfunction. Follow-up with the physician's office indicated that the lead had a sensing malfunction, with no additional details available. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead in segments returned and analyzed.